Event description:
It was reported that a user installed a new dexcom g6 continuous glucose monitor (cgm) sensor and transmitter for use with the ilet bionic pancreas, experienced pairing difficulties with repeated failures to enter warmup, and received no cgm readings until later when readings began populating after initial troubleshooting and waiting period; the event was characterized as intermittent communication failure and signal loss, with the implicated device component associated with the antenna and electrical-magnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure at the antenna and electromagnetic interface between the cgm system and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.